Event description:
Unpacked from a recent move and discovered a previously packed contact case, flat bi-colored case, removed contact from case and placed in eye. Immediately felt searing intense pain in eye and eyelids closed tightly. It took considerable effort in order to open eyelids due to reflex from pain squeezing eyelids shut. Removed contact and started flushing with sterile water and then tap water. Pain worsened for several minutes and did not start to improve for about an hour after which it has been 6 hours and eye is still incredibly sore and tender. Eye is also very red an sensitive to light and exposure to air. Dizziness and nausea were also symptoms experienced briefly for more than one hour.